Event description:
Patient scheduled for trach change. Trach was customized for this patient. Unable to place trach. Obturator noted to be of the incorrect length causing inserted bivona trach to collapse on itself and making it impossible to insert. New trach was procured with correct obturator size and successfully placed.====================== health professional's impression======================improper length of trach and obturator.